Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was found with lead noise and was reproduced with isometric movements. The physician decided to continue to observe via merlin.net. No changes were made. The patient was stable.